Event description:
Reporter indicated that vns patient's device was programmed to off "a long time ago" because of complications with sleep apnea. It was reported that the patient did not have sleep apnea prior to vns implant. The patient's apnea reportedly resolved after stimulation was discontinued.